Event description:
A bilateral hip replacement took place on (B)(6) 2008 with no evidence of femoral fracture in intraoperative x-ray. The pt started to feel pain and contacted the surgeon on (B)(6) 2008. Suspected femoral fracture was confirmed by x-ray on (B)(6) 2008. The surgeon repaired the fracture with a cable from another MFR.

Manufacturer narrative:
MFR reviewed mfg records and no deviations or issues were found. Device was made according to the specifications.